Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2009. It was reported that the pt has stimulation but had a burning sensation at the battery site when using high power output. The physician thinks the pt might have developed reflex sympathetic dystrophy. An x-ray will be taken at next appointment. No further info is available at this time.